Manufacturer narrative:
The investigation for the low pump flow has been completed. Pump was not returned for investigation. Data logs were returned and there was a motor current spike observed followed by low flows. This observed symptoms are of a biomaterial suction which was possibly washed out before removal. Therefore, per clinical details and data log review, the root cause of the low pump flow issue was most likely biomaterial. Corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The cp was inserted but quickly alarmed for low flows. The team exchanged the pump for a new one and support proceeded. No patient harm was reported due to the issue.